Event description:
A malfunction on the pump was reported. There was no reported impact to the customer's blood glucose level since the customer declined to provide information. Technical support assisted the caller in resetting the pump, and the malfunction did not recur, allowing the customer to continue using the pump. The customer was advised to call back if the malfunction code reappeared, which was understood and acknowledged by the caller.